Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 5 months post transcarotid tavr (transcatheter pulmonary valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve, the s3u valve failed due to stenosis. The patient presented with acute heart failure. While a valve-in-valve procedure was originally scheduled, the patient was ultimately not treated and discharged home. The patient passed away 3 days later. It was noted that the patient was implanted with the s3u valve sometime in year 2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b2, b4, b5, g3, g6, h2, h6: health effect - impact code and device code(s) have been updated. Additions to sections b5 and h6: health effect - impact code. Corrections to sections h2 and h6: device code(s). The investigation is ongoing.

Event description:
According to the provided medical records, the bioprosthetic valve failed due to calcification, most notable on the left coronary cusp as noted per computed tomography angiography. A transthoracic echocardiogram performed 3 days revealed a fixed/immobile right coronary cusp with an aortic valve peak velocity of 503cm/s, a mean gradient of 64mmhg, a doppler velocity index of 0.19 and an aortic valve area measuring 0.38cm^2.

Event description:
According to the additional medical records provided, computed tomography angiography was performed during admission per cardiology recommendation. As the patient was undecided whether to undergo the scheduled valve-in-valve procedure, cardiology instead planned to have the patient follow-up as outpatient with the structural cardiologist. At discharge, the patient was noted as ''back to her baseline'' and would follow-up with cardiology as an outpatient. To note, the patient's hospital problem list consisted of the following: acute on chronic respiratory failure with hypoxia, copd exacerbation, acute pulmonary edema, dyslipidemia and nocturnal hypoxemia. In may 2025, the patient was evaluated by cardiology. The cardiologist noted in the records that the patient had been having chest pain at the lower sternal area daily, occurring mostly after eating, and ongoing for months. The patient was diagnosed with esophageal achalasia and was scheduled for per-oral endoscopic myotomy (poem) in june 2025. During that same visit with the cardiologist, the patient had echo performed and the patient was evaluated for complaints of chest pain and shortness of breath. The patient was sent to the emergency department for further workup and was diagnosed and treated for pneumonia as an outpatient. The patient was noted as having chronic bronchitis, copd/emphysema and smoking 1 pack of cigarettes per day.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. Corrections to section h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was objectively confirmed based on the provided medical records. Available information suggests patient factors likely contributed to the event as medical records note a patient history of hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.